Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and implantable cardioverter defibrillator (ICD) exhibited high pace impedance measurements. Specific pace impedance measurements were not available. A revision procedure was performed wherein the lead was surgically abandoned and device explanted and replaced. The patient was reported to not be pacemaker dependent with an intrinsic normal sinus rhythm. No additional adverse patient effects were reported. This lead and device are no longer in service.